Event description:
Boston scientific received information that the patient presented to the emergency department and was found to have loss of capture on the right ventricular (rv) lead. Impedance measurements had also increased. Arm and pocket manipulations were performed, however the reported issues could not be recreated. The patient's pocket was reopened and it was suspected that the distal set screw on the pacemaker was not fully tightened. The reported observations were then recreated when the physician would press on the pacemaker. The rv lead was subsequently surgically abandoned and the device was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.